Event description:
It was reported through the filing of a lawsuit that allegedly the patient (initials: (B)(6)) underwent a left sided tka on (B)(6) 2017 and during this procedure the surgeon utilized simplex hv bone cement to cement all the components. It is further alleged that on (B)(6) 2018 the patient underwent a left sided revision surgery due to aseptic loosening of the implant. No more product data have been provided.